Event description:
It was reported that during a lap partial nephrectomy, the device did not form staples properly on the initial firing. The customer used another like device to complete the case with no pt consequence.